Manufacturer narrative:
The distributor reported that the AED will not power on. The maintenance schedule is not reported. Review of the log history file found that the device entered service in (B)(6) 2022 and no pads were connected to the device. The 'no pads' warning was reported at that time and the asi was flashing red. At the beginning of (B)(6) 2023, the AED displayed a 'battery low' warning along with the 'no pads' warning. At the beginning of (B)(6) 2023, the device displayed a 'replace battery pack' warning with the 'no pads' warning. By the middle of august 2023, the battery was fully depleted. On (B)(6) 2024 a new battery pack was installed, the service code warnings were cleared with a manual self-test and the 'no pads' warning continued. On (B)(6) 2024 the log history file was downloaded. The distributor was advised to remove the depleted battery pack from service; it will not be returned to the manufacturer for further analysis. The customer's failure to promptly address red asi warnings and failure to maintain the device per the manufacturer's IFU reduced the battery life expectancy. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications.

Event description:
The distributor reported that the AED will not power on. The reported event did not occur during patient use.